Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent emergent endovascular treatment for a subacute type b aortic dissection and was implanted with a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient had a bovine arch and the ctag ac was positioned and deployed with 2mm intentional coverage of the bovine arch. Post deployment, the ctag ac was reported to have migrated proximally, causing 3mm unintentional coverage of the bovine arch. No blood flow issues were observed and the procedure was completed without any endovascular corrections to the positioning of the device. The patient tolerated the procedure. The physician stated final angiography showed the stent graft went ¿deeper¿ into the proximal direction than expected and may have been due to a narrow true lumen.